Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: textured to smooth due to concern with the product and capsular contracture, baker grade IV.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Physician reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product, and "capsular contracture, baker grade IV". The device remains implanted.